Event description:
It was reported the camera head had a connection failure. The screen display had color bars after being plugged in. The issue occurred during preparation for use for an unspecified therapeutic procedure that was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and correction. Update: d9, g2, h3, h4, h6, h11. Corrected field: e2, e3. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: intermittent image and a failed leak test. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head had a connection failure. The screen display had color bars after being plugged in. The issue occurred during preparation for use for an unspecified therapeutic procedure that was completed with a similar device. There were no reports of patient harm.